Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. Additional information received: additional information was requested and the following was provided: please provide more details about: "no instrument tip¿ -scissor sticking out of subassembly with no instrument tip. -an employee was cut by the sharp scissor sticking out of this pack when they were doing case set up. Was the instrument with out jaws? Unknown ¿ we did not receive the physical sample back to confirm if other, please specify. Please provide more details about: ¿an employee was cut by the sharp scissor sticking out of this pack when they were doing case set up.¿ was there any issue with bleeding? Did the employee receive any medical treatment? There were no issues with bleeding and the employee did not need medical treatment." Please confirm, was the device poked through the sterile packaging, thus compromising device sterility? Yes the component poked through the packaging. .

Event description:
It was reported that during an unknown procedure, "scissors sticking out of sub assembly with no instrument tip." No patient consequences were reported.